Event description:
The manufacturer received information alleging a ventilator failed the negative flow test. There was no harm or injury reported. The device's machine flow sensor was replaced to address the issue.